Event description:
Adult patient is all the information that is known. Other related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event may have been caused by the following: - chemicals such as anti-fog agent adhered to the distal cover, and the cover was broken by chemical attack, which made the cover easy to come off the subject device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the subject device. However, the root cause of the suggested event is not identified. The event can be detected and prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that distal end caps falling off in the mouth of the patient while using duodenovideoscope. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient was under general anesthesia and the procedure was completed using the same device. The cap was removed with the same device. It was stated that the patient was intubated so there was no harm caused to the patient. It was also reported that this issue occurred with three different patients. This report is related to 5 other records ( for the scope and the distal cover). Please see reports with patient identifiers: (B)(6).